Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, it was likely that the malfunction was caused by excessive tear marks inside the channel wall. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited tear marks inside the channel wall. There was no patient involvement.